Event description:
A pt underwent a therapeutic procedure for placement of a biliary wallstent. The clinician experienced difficulty when deploying the wallstent rx siliary endoprosthesis. The stent was deployed. When reconstraining, the delivery system got stuck. The catheter broke in half. The clinician was able to successfully retrieve the delivery system with a snare. There were no known complications sustained by the pt as a result of the deployment issue. It is unk if the pt's anatomy would have contributed to the reported difficulty with deployment. There is no further info available at this time.